Event description:
During the follow-up of this device, the physician noticed that arrhythmia episodes were not available for review as expected.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Conclusion: the absence of aida data resulted from a programmer software issue and a specific combination of events which stopped aida reading. No other attempt was performed during the follow up to read these aida data - they were available in device memory.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Conclusion: the absence of aida data resulted from a programmer software issue and a specific combination of events which stopped aida reading. No other attempt was performed during the follow up to read these aida data - they were available in device memory.